Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad damage. A piece of the teflon pad is broken at the distal end of the pad. The missing material was not returned with the instrument. The complaint regarding the separation of the plastic tip from the protector was confirmed by failure analysis. The probable root cause of the teflon pad damage is attributed to use conditions.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the plastic tip/teflon pad of the harmonic ace was separating from the protector. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the plastic tip was broken off. The lot number is l81240923 0112, and the procedure was a thyroid surgery, but they are unable to confirm further information, as the information source was not in the or during the surgery. There was no instrument collision and no photographic images available for review.